Event description:
It was reported that the pt was unable to adjust stimulation and received warning screen messages of "mdt 6.0" and then "sync required." The pt reported they felt like the device moved while stimulation was turned on. The pt reported feeling "little shocks" on the inside and indicated there was no known accident or incident related to this event. The shocking started a week ago. Pt recently had an x-ray; details of the results and the date of the test were not provided at this time. Additional info has been requested and will made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).